Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly which led to a pump shutdown. The customer's blood glucose (bg) level was 559 mg/dl. The customer declined to troubleshoot the issue or discuss the issue in further detail, therefore no additional information regarding the event was available. The customer declined follow up contact from tandem technical support.